Manufacturer narrative:
H3 other text : the device was evaluated by a third-party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the third-party service center evaluation, the device was visually inspected/scrapped and found to have evidence of foam degradation. Foam particles were visible during the evaluation. There was also the presence of connector oxide contamination. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.